Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 405mg/dl and inquired about site and insulin usage. The customer had symptoms such as nausea and shortness of breath. The customer treated with the insulin pump. Customer's blood glucose value was 382mg/dl at the time of the call. Troubleshooting was performed and customer stated that there were no air bubbles. The customer declined to continue with the troubleshooting and stated that they will wait to get home and do a set change. The product will not be returned for analysis.